Event description:
Healthcare professional (hcp) reports pt has experienced 4 patient reactions to the psn membrane. The first incident occurred during the patient's first exposure to the psn. The pt experienced a headache, tightness in the chest, shortness of breath and throat closing approximately 30 minutes into the dialysis treatment. The pt was treated with benadryl 25mg. IV and received oxygen. The treatment was discontinued and no blood was returned. The treatment was resumed with an alternate membrane, however, 3 hours into this treatment, the treatment was discontinued and the pt was transported to the emergency room and admitted to the hosp. A few days later, the pt was placed back on the psn membrane after the dialyzer was primed with additional saline. The pt experienced a headache and difficulty breathing 30 minutes into the treatment. The pt was treated with benadryl 25mg IV and oxygen. The treatment was discontinued and no blood was returned. The treatment was resumed and completed with an alternate membrane without incident. On another morning the pt was placed back on the psn membrane after the dialyzer was primed with additional saline. The pt experienced chest discomfort and choking 30 minutes into the treatment. There was no medical intervention. The treatment was discontinued and no blood was returned. Physician wanted to personally assess the pt on this dialyzer and requested the pt complete this treatment in the afternoon. On that same afternoon the pt experienced tightness in the chest and shortness of breath 30 minutes into the treatment. The dialysis treatment was discontinued and no blood was returned. The treatment was not resumed. No medical intervention per hcp. The pt has been placed on an alternate membrane and hcp reports no further incidents.